Manufacturer narrative:
Device received with cracked case corner of belt clip rails, faded serial number label and cracked keypad at select button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 420 mg/dl. The customer¿s other blood glucose was 318 mg/dl. The customer was treated with manual insulin injection. The customer. The customer reported that they feel okay for troubleshooting. The customer reported that the insulin pump system was been in use within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer mentioned a crack on the insulin pump near the battery compartment. The insulin pump was in automode at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.